Manufacturer narrative:
Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed low battery alert and replace battery alert/replace battery now alarm. The power management tool confirmed low battery alert and replace battery alert/replace battery now alarm due to cracked l7 on the pcba 1. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery errors. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.